Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance.

Event description:
The customer's mother reported that her son's blood glucose reached 559 mg/dl about a day after the pod was activated. She then realized that she smelled insulin and removed the device. The cannula was kinked.